Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4); the distal portion of the lead was returned, analyzed and the proximal conductor was distorted. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached and had environmental stress cracking and the outer insulation had cosmetic environmental stress cracking.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Follow up information indicated that the lead was capped due to high thresholds. No patient complications have been reported as a result of this event.